Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that multiple impedance checks had been performed. No electrodes were available for reprogramming. The patient had been seen (B)(4) 2017 and device was operational at that time. The patient reported having been knocked over by dog and losing therapy afterwards. She had a knee replacement shortly after dog incident. Knee replacement was not related to scs therapy or dog. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain and degenerative disc disease. It was reported that there were impedances greater that 10 ,000 ohms, and a loss of therapy. The patient stated that they were knocked over by their dog. The rep added that the patient¿s last follow-up was on (B)(6) 2017, and at that time the device was operational. It was noted that intermittent connection was attempted. The incident was reported to a physician for further review. No further complications were reported or anticipated.